Manufacturer narrative:
The manufacturer investigated a reported defect involving holes in the product. Device history records for the affected lot were reviewed, and no nonconformance was identified during manufacturing. All established procedures and quality controls were confirmed as adequate, and the defect could not be replicated under controlled conditions. Due to the absence of samples or supporting evidence, the root cause could not be conclusively determined. Risk assessment classified the issue as low. Immediate actions included issuing a quality alert and initiating trend monitoring for similar complaints.

Event description:
It was reported that the or staff noticed the slush drape esd340 had a hole. No patient injuries, infections, or complications were reported.